Manufacturer narrative:
This report is filed march 14, 2016. (B)(4)

Event description:
Per the clinic, the patient was diagnosed with meningitis on (B)(6) 2016, and was admitted to hospital on (B)(6) 2016.additional information has been requested but has not been made available as of the date of this report, march 14, 2016.